Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant high inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The date of event is not known. The reporter stated the event occurred the first half of 2018. The reporter alleged discrepant results between the meter and an unknown laboratory method. The result from the meter was "in the low 3's" inr. The result from the laboratory within 7 hours was "in the low 2 range." Inr. The patient was admitted to the hospital where he was placed on a heparin drip until his inr was high enough to be discharged. No specific information related to what occurred prior to the event has been provided. Normal warfarin adjustments had been made, however, the specific results and the specific adjustments were not provided. There is no information so suggest the device caused or contributed to the hospitalization. The meter and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.